Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7f sheath after an interventional procedure to treat chronic total occlusion (cto). Reportedly, when retrieving the suture after deployment, it was noted that a suture break had occurred. The foot was retracted and an attempt was made to remove the proglide device from the patient anatomy; however, it could not be removed as it was stuck. The physician thought that the device may have been caught in a previously deployed stent in the iliac artery so an attempt was made to remove the proglide with a snare device; however, this was unsuccessful. A surgical cut down of the femoral artery was performed and the proglide device was removed. Anesthesia was added due to the surgical procedure; however, it was unknown if the level of anesthesia was changed from local to general. After surgical removal of the device, it was noted that the foot of the proglide remained open and had not retracted. Hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure or therapy as it took about two hours to remove the device from the patient anatomy. Hospitalization was prolonged. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment could not be replicated in a testing environment as the suture was not returned for analysis. The reported foot retraction problem could not be replicated in a testing environment based on the returned device condition. The reported entrapment could not be replicated in a testing environment as is was based on procedure circumstance. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, when the surgical cut down of the femoral artery was performed, the physician cut the device into two pieces and removed the two pieces separately. No additional information was provided.